Event description:
It was reported that the zimmer air dermatome was not taking proper grafts. The grafts taken were not usable, and they were very choppy and irregular. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.